Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer reported no backup currently available but will reach out to healthcare provider for assistance.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned